Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the cabinet was off because the uninterrupted power supply (ups) box was turned off. A technical support specialist (tss) mentioned that the customer found all in one (aio) power button and turned it on and after the cubex application was launched. The user could issue the item successfully. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was down and medication could not be issued. The customer was unable to issue amox/clav 875/125 mg tablet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.